Manufacturer narrative:
H6: device code a1601 and a26 no longer applicable for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider who reported that the cause of the pump failure was a motor stall. Per the healthcare provider the pump did alarm. The actions/interventions take to resolve the issue was noted as refill with difference in between amount of medication withdrawn vs expected.

Event description:
Information was received from a patient representative regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. It was reported that the patient's pump was refilled on (B)(6) 2026 and, at that time, the pump stopped working and the healthcare provider (hcp) said that there was a chance that it would fail again. The reporter stated that the pump had failed again, there was no alarm, and the pump was not empty but was not administering pain relief. The reporter mentioned that, about 48 hours after the refill, the patient started to feel sick and started to get tremors and typical withdrawal symptoms. The reporter was redirected to the hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.